Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that during follow-up low sensing and high threshold were observed. Lead dislodgement was reported. The lead was explanted and replaced. There were no adverse consequences to the patient.